Event description:
The defibrillator was placed 4 years and 8 months ago. During a recent interrogation, the patient's battery was found to be at the eri (elective replacement indicator). The patient and was admitted for chf (congestive heart failure) and a battery replacement, while he was in the hospital.